Manufacturer narrative:
Treatment tip was returned and evaluated. The tip passed flow, leak, and thermistor testing. Tip passed visual inspection with no observed abnormalities. Tip passed functional testing with no errors or other issues observed. A review of the manufacturing record is in progress but not yet complete. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Burns, blisters, redness, and swelling are all known possible adverse patient reactions to thermage treatment. Thermage system technical user ¿s manual (p009240-06 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Erythema may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four hours. A review of the manufacturing records showed all requirements were met. It was reported the customer did not notice any errors or system issues during treatment. Service could not confirm customers complaint about sparking of tip as tip passed visual testing. No dents, scratches, blemishes or dielectric membrane breakdown were observed. Based on the available information, burns, blisters, redness, and swelling are all known possible adverse patient reactions to thermage cpt treatment.

Manufacturer narrative:
The treatment tip has been requested for evaluation but has not yet been returned. A video of the treatment was provided and reviewed, sparks can be observed clearly in the video. A review of the manufacturing record is in progress but not yet complete. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient was undergoing a thermage face treatment and the patient was burned after they observed a spark. The physician noted a spark around 1000 reps into the treatment, at that time the patient reported they were in pain and the treatment was halted. The patient was administered topical anesthetics prior to the procedure. Following the procedure it was observed that the patient had a minor burn, erythema, and edema with scabbing on the left cheek and left lower jaw. The patient was treated with cold compress immediately following the halted treatment, and hydrocortisone butyrate cream following that. The maximum power level used during treatment was 4. Coupling fluid was used properly. The treatment tip was inspected prior to and every 100 reps during use with no observed abnormalities prior to the event. A video of the treatment was provided and sparks are clearly visible from the tip.